Event description:
It was reported that the pulse generator exhibited intermittent atrial undersensing. Testing showed no underlying rhythm and p-waves could not be measured. The device was reprogrammed. The patient would be monitored.